Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was heating to 104.5 degrees fahrenheit which is 31.6 degrees above manufacturing specification, the pawls were damaged and the soft couple nut balls were melted causing the device to overheat and teflon seal was protruding from the swivel. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the motor device was heating above specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report and the date received by manufacturer was reported as jul 17, 2018 in the initial report. The correct date is jul 16, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.